Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed voltage test and passed. Performed pairing test with nordic bluetooth device and passed. Performed transmitter functional test and passed. Performed share log review and a loss of connection found on issue date. The reported event of a loss of connection was confirmed. The probable root cause could not be determined.